Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the left coronary artery. A 1.50mm rotalink burr and a rotawire were selected for percutaneous coronary intervention (pci). During the procedure, the burr was on the rotawire inside the patient. The procedure was completed with another rotalink burr and rotawire. No patient complications were reported, and the patient was stable post procedure.